Manufacturer narrative:
B3 date of event and d6a implant date estimated as the first day of the month of the aware date as an exact date was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the device failed to deflate and became stuck. A 5.00 x 12 mm synergy megatron was selected for use. After the stent was deployed, the balloon failed to deflate and became stuck. The delivery system would not exit the 6f guide catheter. There were no reported patient complications.